Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that a v60 ventilator failed the air flow accuracy test during performance verification testing (pvt). Reportedly, when the ventilator was set to 10 lmp, it measured 14 lmp, and when the ventilator was set to 120 lpm, it measured 152 lpm. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 07jan19. Date rec¿d by MFR : 03jan19. The customer reported that the certifier test equipment was out of tolerance and not the ventilator itself. The customer calibrated the certifier and retested the ventilator. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.